Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at the site on 26-feb-2026. This issue caused the patients blood glucose level to exceed 500mg/dl and the patient was treated with a correction bolus. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 2 of 7.